Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room due to tingling on her left side. The pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced. The patient's condition was good post procedure.